Manufacturer narrative:
All batches are released according to the required specifications. Filling is performed in a grade a environment. A 100% visual inspection of all filled syringes is performed to remove syringes with foreign material. After visual inspection of sample is performed to check whether the visual inspection is performed conform the procedure. During assembly, pouching and packaging the operators wear protective clothing and hair caps. Investigation showed that no deviations related to this complaint were reported in the batch record assembly. At each start up assembly, every 30 minutes and at the end of the work order a visual inspection of 24 consecutive syringes is performed as an in process control check. No deviations were reported. Investigation showed that no deviations related to this complaint were reported in the batch record pouching. At each start up pouching, every 60 minutes and at the end of the work order a visual inspection of 10 pouches (at start up) and 4 pouches (every 60 minutes/at the end) is performed as an in process control check. No deviations were reported. Pouching is performed in a class d environment. During packaging, at each start up, every 30 minutes and at the end of the work order a visual inspection is performed on 2 completely packaged folding boxes. No deviations were reported. The sample during final inspection is conform: no deviations were reported. The provided picture show 2 cellugel syringes. Both syringes no longer have a tipper and have not been used completely. There is also 1 needle visible and an unknown object that is not supplied by manufacturer. Two used cellugel syringes are received as complaint sample. Both syringes have no remaining volume and are blurry; possibly dried product. Needles were not included. No visible deviations/foreign material could be observed. The observed foreign material could not be isolated therefore not available for return to manufacturer for further investigation. Complaint cannot be confirmed. According to local procedures, retain sample testing was not performed. Since no manufacturing related deviations were identified and no deviations to the returned complaint sample could be observed, a conclusive root cause could not be determined. According to the complaint description, the observed foreign material could not be isolated and is therefore not available for return to manufacturer for further investigation. A potential root cause for foreign material could be attributed to: - a component related issue. This is unlikely as a 100% visual inspection of all filled syringes is performed to remove syringes with foreign material. Cannula : no conclusion can be made as this is outside of the manufacturing control. A product quality issue; however this is very unlikely as no deviations were reported concerning this complaint during the filling process, filling is performed in a grade a environment as well as a 100% visual inspection is performed to remove syringes with foreign material. - a root cause outside the control of the manufacturing site could not be eliminated. Review of the lot complaint history, manufacturing documentation, returned sample evaluation and incoming inspection of components found no issues that would have contributed to the reported complaint. Based on the investigation results (no deviations to the returned complaint sample could be observed - the observed foreign material could not be isolated and is therefore not available for return to manufacturer we are unable to verify the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the blue or white threads stuck to the iols. Attempts were made to polish away the thread. There was patient contact, but no patient harm occurred. Additional information has been requested and received stating the procedure was completed on the same day without complications. There is no plan to explant the lens. The observed threads could not be isolated and are not available for return. This report is for the ophthalmic viscosurgical device involved in this event.